Manufacturer narrative:
A product investigation was performed. We have received a drill bit for investigation. The visual inspection has shown that approximately 5 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additional it was detected, that the shaft is bent and the cutting edges are worn out. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Outer diameter was measured and is found to be within the specifications per relevant drawings. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes: gff, gfa, hsz device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Patient code used for: no patient involvement device history records review was conducted. The report indicates that the: DHR: part number: 310.156 synthes lot number: 2809353 release to warehouse date: 21.nov.2011 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill belongs to loan department. When the set was returned by the customer, the drill came broken. This complaint involves one part.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.